Event description:
The advocate stated the customer's blood glucose was tested using 2 breeze2 meters and they received readings of lo and 317mg/dl. The difference between the readings falls in the "d" or "e" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. Only the meter information was provided before the call ended.